Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the bone pin tips broke off during the removal from hard cortical bone.

Manufacturer narrative:
Reported event: bone pin tips broke off during removal, from hard cortical bone tka. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-04 non-sterile bone pin, single) were manufactured shipped to (B)(4) on august 17, 2015 and accepted into final stock on august 17, 2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143110, lot number w41378-7 shows no additional complaint related to the failure in this investigation. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon does not use the array stabilizers to insert the bone pins. As such, this is off label use. Additionally, the original complaint noted that the surgeon stated the patient had "hard cortical bone." The drill guide outlines "pre-drilling" for hard bone. As the bone was not pre-drilled, this is off-label use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the bone pin tips broke off during the removal from hard cortical bone.

Manufacturer narrative:
A second supplemental report is being submitted to correct the executive summary from a partial knee arthroplasty to a total knee arthroplasty.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio when the bone pin tips broke off during the removal from hard cortical bone.